Manufacturer narrative:
(B)(4). Recall number: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient's system was reporting a communication error. The patient reported he had successfully charged the system earlier in the day. An sjm representative confirmed the ipg was inoperable. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was explanted and replaced. The stimulation was restored which resolved the patient's issue.